Manufacturer narrative:
(B)(4) batch #t5d277. Investigation summary: the analysis results showed that one gst60d reload was returned unfired with nine double drivers missing and one double driver out of position, making the reload non-functional. No functional test was performed due the condition of the reload. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. No conclusion could be reached as to what caused the drivers to be out of position. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, the cartridge got stuck when the scrub nurse loaded it into the jaw. The scrub nurse felt that the shape of both sides of the cartridge was different from usual. It could be removed from the jaw but could not be loaded again. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.